Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. The outer shaft, inner shaft, balloon, and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed buckling to the guidewire lumen 21.5cm from the tip. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis found damage to the device that could have contributed to the reported event.

Event description:
It was reported that the balloon was unable to deflate. The 80% stenosed target lesion was located in the mildly tortuous and mildly calcified anterior tibial artery. A 3.0x220x150 (4f) sterling balloon catheter was advanced for dilatation. However, during removal, the balloon did not fully deflate and could not be rewrapped as well as it should be. The procedure was completed with another of same device. There were no complications reported and the patient status was stable.

Event description:
It was reported that the balloon was unable to deflate. The 80% stenosed target lesion was located in the mildly tortuous and mildly calcified anterior tibial artery. A 3.0x220x150 (4f) sterling balloon catheter was advanced for dilatation. However, during removal, the balloon did not fully deflate and could not be rewrapped as well as it should be. The procedure was completed with another of same device. There were no complications reported and the patient status was stable.